Event description:
Complainant alleged that the staff was attempting to monitor a pt (age and gender unknown), but rec'd an intermittent "ECG leads off" message on the device screen. The staff changed the ECG leads, but still rec'd the same message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.